Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: the pump's black box date from the date of the event had been overwritten due to continued use of the pump. The current black box data showed no signs of pump being suspended. The suspend history showed that there was one "suspend" event on complaint date. There was evidence of moisture contamination on the underside of the battery cap contact hub. The battery compartment was found to be cracked. There was no evidence of additional moisture contamination inside the battery compartment. The pump was able to perform the suspend / resume function multiple times with no "suspend" issues duplicated. The pump was exercised for 24 hours with no suspend, no reboot, loss of power or call service alarms duplicated. There was no evidence of additional moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.